Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011. During the procedure, the cpc connector broke when the surgical assistant pulled the cable of the handpiece from the motor drive unit. The staff held the cable in place to the motor drive unit and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Damage to drive connector. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The reported symptom was duplicated. The cause was due to a broken connector.